Event description:
It was reported that 3 bd safetyglide¿ needles would not let the medicine go through (clogged/blocked). The following information was provided by the initial reporter: "bd safety glide needles will not let the medicine go through."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary one video was provided to our quality team for investigation. Based on video evaluation reported condition was unable to determined. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 3 bd safetyglide¿ needles would not let the medicine go through (clogged/blocked). The following information was provided by the initial reporter: "bd safety glide needles will not let the medicine go through."